Event description:
The customer contact reported inaccurate delivery. The tubing set was being used to deliver a 1000ml of 0.9% sodium chloride at a keep vein open (kvo) rate. The cair clamp was being used to regulate the flow. The customer contact reported that prior to priming the tubing set, a kink in the tubing was noted at the location of the cair clamp. It was reported the nurse manipulated the tubing, primed the tubing set and initiated the delivery. After an unspecified length of time in use, the nurse noted that the flow of the solution had stopped and reported, "once again the tubing was pinched under the roller clamp, stopping the flow." At this time, the flow rate was increased to an unspecified rate. Reportedly one hour after the delivery was initiated, the nurse noted that the pt had rec'd 900ml. At that time, the nurse decreased the flow rate of a kvo rate and notified the pt's physician. The pt was transferred to the intensive care unit for monitoring. There were no reported adverse pt effect. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.